Event description:
It was reported that the intraocular lens was removed and replaced without complication due to an incorrect diopter size initially implanted.

Manufacturer narrative:
The complaint device associated with this report was received in a condition that made analysis impossible. The 1/2 lens with a detached haptic received by the manufacturer. Account confirmed an incorrect diopter lens was initially implanted. There is no evidence to suggest this adverse event is manufacturing related.